Event description:
It was reported that a physician attempted arteriotomy closure during a preclose technique using a prostar xl device in a mildly calcified left and right common femoral artery after an abdominal aortic aneurysm procedure which used a 10f sheath in both arteries. Reportedly, the sutures of both prostar xl devices were observed to be weak and porous. At the right common femoral artery, as the device was being used, the sutures ruptured while advancing the knot and surgical intervention was required to achieve hemostasis. At the left common femoral artery, hemostasis was achieved by the device; however, pads were used to support the knot of the deployed device as a precaution. There was no reported adverse patient sequela. The customer reported that there was a clinically significant delay in the procedure. The physician is reported to be proficient in the use of the prostar xl device. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the prostar xl device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the prostar xl device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. The other prostar xl device is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Without the product to examine, no determination can be made as to the contributing factors to the reported discrepancy. A weak and porous suture can be influenced by manufacturing. To assure that all products perform according to specifications a sampling of sutures are tested under stress for diameter measurements before released to manufacturing. In addition, a sampling of finished devices is also tested to verify the functionality of the device. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to this complaint. A review of the lot history records did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint database did not reveal any indication of a lot specific product quality deficiency.